Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered eight shocks as inappropriate therapy for the patients atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and reviewed stored data. Ts discussed available programming options as well as the option of considering medical management. This electrode was surgically abandoned, with the patient receiving a transvenous system. No additional adverse patient effects were reported.